Event description:
Hcp reported the patient was experiencing poor pain control. They were unable to aspirate from the catheter and stated the pump was removed because the "patient had non functioning system". It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.